Event description:
It was reported that the table would drift down after raising it. No reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow -up report will be issued when the investigation has been completed.